Event description:
The customer reported that the system power led is red. No patient involvement is noted.

Manufacturer narrative:
Additional information added to d10,g4, h3, h6, h10. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/12/2019 to present date 12/24/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the system power led is red. No patient involvement is noted.